Event description:
The device was used during a gastrectomy procedure. Reportedly, the stapler was difficult to open after it was fired. The surgeon removed the instrument successfully and used another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date), h-7 and h-9. Device evaluation indicated and codes entered in h-3 and h-6.